Manufacturer narrative:
Additional information: a2, a3a, a4, b5, h7, h9, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Recall: zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Allergan aesthetics received a report from a patient treated with coolsculpting system on (B)(6) 2020 to the arms using legacy coolfit applicator, on (B)(6) 2020 to abdomen (lower) using cooladvantage coolcore applicator and flanks, and on (B)(6) 2024 to the flanks, upper abdomen and middle abdomen. The provider medical professional and patient indicated a possibility of paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report from a patient treated with coolsculpting system on (B)(6) 2020 to the arms using legacy coolfit applicator, on (B)(6) 2020 to abdomen (lower) using cooladvantage coolcore applicator and flanks, and on (B)(6) 2024 to the flanks, upper abdomen and middle abdomen. On (B)(6) 2025, the provider medical professional and patient indicated paradoxical hyperplasia (ph).

Manufacturer narrative:
Additional information: a2, b5. Correction: b3, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Recall: zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Allergan aesthetics received a report from a patient treated with coolsculpting system to the abdomen (lower), abdomen (upper) and flanks areas. The patient indicated a possibility of paradoxical hyperplasia (ph).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.